Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported during flap creation on a patient the flap appeared uneven and thin at the inferior area of the bed in the left eye. The surgeon was able to lift the flap with a blade. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site and prior to date of event the field service engineer (fse) changed the inclined offset from -480 to -510. The device has a factory setting of -480 value; a modification of up to +/-10 is allowed. During on site visit, the fse found flap thickness to be below specification. Set cut depth to upper end of the specification. Clinical review stated that the screenshot on the treatment report allows to conclude that there was some fluid on the cornea. A fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. It can be seen that the docking was not so good and there is liquid between the flap and the pi (patient interface). That may have affected the flap thickness. There is no indication a device malfunction caused or contributed to the reported event. Two different factors were identified to have caused or contributed to this event. 1. Wrong setting of z-offset and inclined offset. The root cause for the wrong setting could be calibration of the microscope camera, which was not done correctly by fse during technical service onsite, 2. User error, treatment report shows the docking was not good and there is a fluid layer on the cornea which could be seen on the treatment report. The manufacturer internal reference number is: (B)(4).